Event description:
A nurse reported that a system message displayed during a surgical procedure. The footswitch was exchanged but ID not resolve the system message. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).